Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. Multiple lot numbers were provided; however, the account could not confirm which lot number experienced the suture break. Therefore, the lot history record review are provided for all provided lot numbers. The results are as follows: part / lot: 12673-03/ 9120241, date of manufacture: 02-december-2019, expiration date: 31-october-2021, (B)(4). Part / lot: 12673-03/9090241 date of manufacture: 02-september-2019 expiration date: 31-july-2021 (B)(4). Part / lot: 12673-03/9101041, date of manufacture: 10-october-2019, expiration date: 31-august-2021, (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was successfully completed, without issue, with two proglide devices, using the pre-close technique, via a 7f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The sheath was upsized to 18f and the aaa procedure was completed. Bleeding was observed during the procedure after upsizing to the largest sheath used. Reportedly, the successfully preplaced sutures were tightened, but hemostasis was not achieved. Another proglide device was deployed and the suture broke during knot tightening. An additional proglide device was used, but hemostasis was not achieved. A surgical cutdown was performed and a tear was observed in the artery proximal to the proglide sutures. The physician opined that this could have been the reason for bleeding around the largest sheath during the procedure and likely was caused by upsizing the sheath. The damaged portion of the artery was removed and a vascular patch was used to repair the artery and achieve hemostasis. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure due to the surgery. No additional information was provided.